Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of a failed battery test from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he received multiple failed battery tests after replacing the battery. The customer was advised that (B)(4) aaa batteries are the most effective for the pump's use. The customer was advised that if the alarm is not cleared, the failed battery test will recur with each new battery inserted. The customer was instructed to check contacts on battery cap for damage. The customer stated that neither compartment nor spring are damaged or corroded. The customer was disconnected from the call.